Event description:
Reporter alleged the needle from the multiclix device used in finger stick blood glucose testing would not retract after it was used. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.